Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump was unable to prime unit during the prime test and compromised force sensor system alarm during basic occlusion test due to faulty force sensor resistor. The drive support was inspected and no anomaly noted during testing. The insulin pump was received with cracked case at display window corners and battery tube threads.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 196 mg/dl at the time of incident. The customer stated that the insulin was squirting out during the manual prime process. The customer stated that they were not wearing the insulin pump during priming. The customer stated that the insulin did not continue to drip after releasing the act button. The customer stated that the insulin pump was not dropped or bumped prior to the issue. The customer stated that the drive support cap was normal. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.